Event description:
It was reported that the right ventricular (rv) lead was oversensing and had low impedances. The lead was unable to be replaced because of vessel occlusion. The patient will have an epicardial lead placed in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model d154atg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2007; model 6940-52 implantable tachy lead, implanted: (B)(6) 2008. (B)(4).